Event description:
Loss of capture. Lead impedance 286 unipolar. Outputs were 8. At 1.0. On 3/2/2000 a rec'd call from nursing home requesting a ttm check. Pt had been cyanotic and a pulse rate of 47.